Event description:
During troubleshooting for a check lines and bags alarm, it was reported that air bubbles were present in the patient line. At the time of the observed air, the patient was connected to the setup for drain three of six of peritoneal dialysis therapy on the homechoice device. The technical services representative assisted the caregiver in ending therapy and advised that the patient start over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.